Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device remains implanted in the patient and no lot number was provided.

Event description:
A report was received regarding a patient implanted with locking screws, a wrist plate and dbx putty for an unknown wrist injury on (B)(6) 2010. Since implantation, the patient reportedly has been suffering from blisters, rash, generalized joint aches, hives and itching; specific regions of patient reaction were not identified. This is report #6 of 7 for the same event.